Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. The returned ra lead was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.